Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the firmware on the pendant resulted in the reported issue. Once reloaded, the pendant functioned as designed.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system could not be moved and the gantry could not be opened. The system displayed that it was in stand alone mode. The system was manually moved and rebooted several times, without resolution. The use of the imaging system and medtronic navigation were discontinued because of this issue. There was a reported delay to the procedure of less than 1 hour due to this issue. No adverse effect on the patient was reported. No additional details were provided.

Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the firmware on the pendant resulted in the reported issue. Once reloaded, the pendant functioned as designed.

Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the firmware on the pendant resulted in the reported issue. Once reloaded, the pendant functioned as designed.

Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the firmware on the pendant resulted in the reported issue. Once reloaded, the pendant functioned as designed.